Event description:
A remstar pro c-flex+ device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected, and no foam particles were noted in the airpath, yet foam degradation was noted. The device's sound abatement foam was replaced to address the issue. Additionally, the service technician found contamination from dust and error codes e065 (err stuck encoder a), e030 (err motor spinup flux high), e053 (err comp log sem timeout), e063 (err stuck knob key) . The device was scrapped by the service center after the evaluation was completed.